Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer provided self-treatment of glucose tablets and apple juice. The adc device "rose to 95" and the customer stated, "I went back to bed (I generally only go back to bed after hypoglycemia when my blood sugar is stable above 80)." About 20 minutes later, they stated that they received an unspecified low glucose reading with adc device and was able to provide self-treatment of sugar. The customer stated, "this repeated itself until 5:00am." In addition, the customer self-treated with "liquid dextro-energen". The customer obtained a "hi" blood glucose reading on an unspecified meter and self-treated with an unspecified (dose/type) insulin provided by a non-healthcare professional (non-hcp/wife). The following day, the customer stated, "was able to gradually stabilize everything, and I had no health problems except for extreme fatigue, as I didn't sleep at all due to five alarms." There was no report of death, serious injury, or mistreatment associated with this event.